Event description:
Livanova deutschland has received a report that, before initiating a procedure, the theatre circuit breaker had tripped after switching on the 3t heater cooler. The circuit breaker kept tripping so the device was taken out of use. There was no patient involvement.

Manufacturer narrative:
A.1.-a.5. There was no known patient involvement. G.5. The heater-cooler 16-02-80 is not distributed in the USA and it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k191402). H10: livanova deutschland manufactures the heater-cooler system 3t . The incident occurred in UK. As per attached email, the circuit breaker of the hospital operating room tripped due to alleged hc compressor failure. Suspect gas loss allowing water into the cooling circuit causing the compressor to short circuit. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Manufacturer narrative:
**UDI related data quality updates only** d.4. This supplemental report is sent as correction to the previous submitted MDR to correct format of the UDI code which was initially provided without parentheses. The correct UDI code has been updated in the dedicated section d.4. Primary unique device identification (UDI) number.

Event description:
See initial report.

Manufacturer narrative:
H10: through followup communication with the customer, livanova learned that the involved unit has been scrapped at customer site. A device service history review has been performed and identified that the unit was manufactured in 2017 and no other similar event has been reported. The reported event is a known issue. Based on findings, a potential breach of the cooling coil can be generated due to stirrer flow in the tank. Consequently, the water will enter the cooling circuit and the compressor unit. This potential failure mode will cause immediate damage of the cooling compressor system. The compressor failure leads to an increase of the leakage current of the device and the circuit breaker will trip. The erosion kit upgrade was installed on the device in 2019 and includes the new design of the pump head of the stirrer motor to prevent a water flow directed to a narrow area of the evaporator coil. The issue was claimed about more than 4 years after the upgrade which suggests that the issue is most likely caused by the corrosion and not erosion and occurred overtime independently from the upgrade.

Event description:
See initial report.